Event description:
Caller tested 7.7 inr on the coaguchek xs system while a comparison lab returned as 4.7 inr. No treatment provided. No adverse event reported. Requested return of suspect system, however, the suspect strips have been used up and discarded. A replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.